Event description:
Physician entered the patient's room and found that there was an orange light on the screen, no audible alarm going off, and that no oxygen flow was coming from the device. Manufacturer response for vapotherm, precision flow (per site reporter) discussed with the manufacturer.